Event description:
Using product I notice difficulty removing product. After second usage, eyes became so dry and irritated I thought I had left the product in my eyes when I went to sleep the night before. Since the event I have noticeable dryness in both eyes and it is extreme in the right eye. The irritation gets so bad at times it wakes me from my sleep. It is necessary to wet eyes each morning now. The vision in the right eye has changed and now I need to get another exam to see how bad the damage is. Dates of use: (B)(6) 2011.